Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (belgium) the patient¿s ipg was explanted and returned for an unspecified reason. A new ipg was implanted, and the patient is reportedly doing well. Analysis of the returned ipg confirmed premature battery depletion based on date of manufacturer. Device implant is unknown.